Event description:
According to copy of drive devilbiss healthcare's consumer product incident report filed with health canada: drive devilbiss healthcare was notified of an incident involving a raised toilet seat by the provider who stated the seat broke while in use causing the end user to fall. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.